Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that after the needle was inserted, blood return was smooth but a leak was found on the handle of the needle. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascns0232 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the needle was inserted, blood return was smooth but a leak was found on the handle of the needle. No patient injury was reported.